Event description:
During a t2 scn femoral nail, the 12mm reamer was used to open the intercondylar notch of the left distal femur. The reamer would not advance. The surgeon tried several times but it would open the canal. He stated that it was too dull. We opened up another set of t2 basic instruments and used another 12mm reamer. It advanced the first time without incidence.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: investigation revealed no discrepancies in material of manufacturing. No deviations were found during review of the manufacturing and inspection documents (DHR). The item returned was documented as faultless prior to distribution. As the device had been in use for more than 9 years we pre-suppose that it had fulfilled its tasks in former surgeries as intended. The extent of damage (normal wear and tear) of the cutting edges indicates frequent and intense use of the device. The device has reached the end of its service life and needs to be replaced. Stryker osteosynthesis usually does not define the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device.¿ investigation revealed no non-conformance.

Event description:
During a t2 scn femoral nail, the 12mm reamer was used to open the intercondylar notch of the left distal femur. The reamer would not advance. The surgeon tried several times but it would open the canal. He stated that it was too dull. We opened up another set of t2 basic instruments and and used another 12mm reamer. It advanced the first time without incidence.